Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient was hospitalized for right ventricular (rv) lead displacement. The following day, a revision procedure was performed, and the lead was repositioned successfully, with stable threshold, sensing, and impedance values. No additional adverse patient effects were reported.